Manufacturer narrative:
A ge service representative performed an onsite investigation. The candle sticks and the x-ray tube well were cleaned and greased. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system displayed intermittent fluoroscopy error messages. No patient injury was reported.